Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) intermittently lost communication with the ilet pump while remaining connected to the dexcom app, and the user subsequently attempted started a new sensor indicating an intermittent communication failure associated with the antenna/electrical-magnetic component. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided by the user. Investigation of this case revealed an interoperability problem between the sensor and ilet, consistent with an intermittent communication failure and involvement of the antenna/electrical-magnetic component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.